Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" was confirmed during functional testing. The platform's archive data could not be downloaded due to the defective processor board. However, the platform and diagnostic service pc communicated, and apvision3 software confirmed a system error - 132 (internal watchdog timeout). The system error was cleared using apvision3 software and did not occur again. Nevertheless, the malfunctioning processor board needs to be replaced to address the system error and the failure to download the archive data. The autopulse platform failed the preliminary functional test due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was found for the autopulse platform with serial number (B)(6). (B)(4) was documented on 08 august 2022, and the system error - 132 (internal watchdog timeout) was resolved by replacing the processor board (pca).

Event description:
The customer reported that during the daily shift check, the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR." No patient involvement.

Manufacturer narrative:
The autopulse platform in the complaint was returned to zoll on (B)(6) 2024 for evaluation. However, the investigation is still in progress. A follow-up report will be submitted when the investigation is completed.